Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of approximately 50 mg/dl. Pump data review by tandem technical support showed the customer was delivering multiple boluses prior to the event. No additional information was provided.